Manufacturer narrative:
On (B)(4) 2014, a beckman coulter customer support specialist assisted the customer in locating the plug at the light scatter preamp from the light scatter sensor. The customer unplugged and reseated it several times. Latron control and the 5c cell controls were within acceptable ranges.

Event description:
The customer reported a very pronounced left shift was obtained for the scatterplots and flags were associated with differential test results for four patient samples when using the coulter lh 780 hematology analyzer. The quality control test results, run prior to the event were within acceptance criteria. The test results for the four patient samples were reported out of the laboratory before the problem was identified. The customer performed manual differentials on the four patient samples, and two of the four required amended reports to be sent. There were no reports of affect to patient treatment. There were no deaths or injuries associated with this event.